Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26633. It was reported in a clinical follow up that the pacemaker exhibited possible electrogram (egm) data corruption. Data retrieval from the pacemaker using different programmers resulted in programmer crash and error messages. It was also noted that the telemetry was very slow. Right ventricular lead noise was also suspected but not confirmed. The device and lead will continue to be monitored. The patient was in stable condition.